Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The 10 mm and 70% stenosed target lesion was located in the proximal left anterior descending coronary artery (lad). There was a reference vessel diameter of 2.75 mm. The target lesion was predilated, and the 2.75 x 24 mm taxus express2 was implanted, followed by post dilation. There was a coronary artery dissection in the proximal lad that occurred during the procedure. The core lab reported, it to be a grade b dissection. A 3.0 x 8 mm taxus express2 was used to treat the dissection resulting in 9% residual stenosis. The event was reported to be resolved without residual effects, and the pt was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.